Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the implantable cardiac monitor (icm) exhibited post-sensed t-waves over-sensing. Programming changes were made. The patient was stable.